Event description:
During a remote follow-up, loss of capture and an increase in pacing impedance was observed on the right ventricular (rv) lead. The patient was not pacemaker dependent and no intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.